Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 464 mg/dl. Customer had eaten a moon pie and drank orange soda. Nothing further report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.